Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the insufflation unit¿s auto shutdown does not work. It is unknown when the issue was found, and no procedural information has been provided. There were no reports of delays or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the automatic stop function of air feeding failed due to a faulty printed circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.